Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, anterior tibia artery. A balance heavyweight (bhw) was advanced to the lesion, a non-abbott thrombectomy catheter was advanced and a non-abbott angiojet machine was used to remove the thrombus. The non-abbott thrombectomy catheter was removed and angiography was performed. The same non-abbott thrombectomy catheter was again advanced and more thrombus was removed. The physician tried to manipulate the guide wire; however, it felt slack. The guide wire was removed but only the proximal end came out of the anatomy. It had separated approximately 30 cm proximal to the tip. The separated portion was removed with the non-abbott thrombectomy catheter that was still in the anatomy. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection and sem imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.